Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and screen was frozen. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Alarm occurred during the time that the buttons were not responding. Customer reports the screen was not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify frozen screen and keypad unresponsive or button error alarm due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.